Event description:
The reporter received an er1 message and attributed it to not applying enough blood on the strip. He retested and obtained a result. There was no allegation of harm made and no medical attention.